Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high lead impedance initially. However, after a new lead was implanted, it was noted that there was still high impedance. The physician suspected the implantable pulse generator (ipg) was exhibiting the impedance issue, thus, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, visual examination of the connector noted blood ingress/body fluid. Evaluation of the connector noted the 1093 setscrew threads were stripped or damaged. Tool marks were noted on the device can/shield. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.